Manufacturer narrative:
The returned device was evaluated. Inspection found the reported issue was confirmed. The device upon inspection and testing found error code 200 ref 53 due to plasma blend board. The clamp into 1k during test was found not stable when adjusted due to faulty pkrf board, the output was noted to be low. Damage was observed on the central hole of base plate , four (4) legs were found missing and d socket cover was also noted to be missing. Unrelated to the reported issue, multiple scratches were observed on the housing unit and device was noted running old version software and needs to be upgraded. Review of fault log found error ref 53, showed ten times, indicated pk_cut_coag failure[post check]. Cpu checks plasmablend relay setting. Based on evaluation findings, the reported issue was identified to be attributed to a faulty plasma blend board. The root cause of the faulty plasma blend board was due to electronic component failure. Other failure found also attributed to electronic component failure. The physical defects and missing unit could be attributed to use handling and or maintenance issue. This report will be supplemented accordingly following investigations.

Event description:
It was reported that the device showed error 200 reference 53 internal error as soon as it was turned on. The issue occurred during an unknown event. There was no patient involvement, no user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The previous report identified the phenomenon's root cause. This supplemental report identifies additional types of investigations and manufacturing date of the device. Olympus will continue to monitor the field performance of this device.